Event description:
Covidien endo gia reinforced reload with tri-staple: 60mm black load malfunctioned to think excessive force was being applied to the gastric tissue, which caused the staple load to misfire. The medtronic signia surgical stapler was being used with the staple loads. FDA safety report ID # (B)(4).